Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that acetabular graters have become dull. Patient status/ outcome / consequences no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, ip-01937713 device property of none, device in possession of none, ip-01937714 device property of none, device in possession of none, ip-01937715 device property of none, device in possession of none, ip-01937716 device property of none, device in possession of none, ip-01937717 device property of none, device in possession of none, ip-01937718 device property of none, device in possession of none, ip-01937719 device property of none, device in possession of none, ip-01937720 device property of none, device in possession of none, ip-01937721 device property of none, device in possession of none, ip-01937722 device property of none, device in possession of none, ip-01937723 device property of none, device in possession of none, ip-01937724 device property of none, device in possession of none, ip-01937725 device property of none, device in possession of none, ip-01937726 device property of none, device in possession ofnone, ip-01937727 device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.